Manufacturer narrative:
(B)(4). The device has not yet been returned for evaluation. A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the cycler alarmed for air detected in the cassette during drain 1. Treatment was discontinued. When the cassette door was opened fluid was found leaking from the cassette. Patient contact was advised to contact the patient's pd nurse. The set was retained and may be made available for evaluation. During follow up the patient's spouse reported the patient had not had any complications. No medical intervention was necessary.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. Visual and microscopic inspection found two pin holes in the cassette membrane. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.